Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unknown date the patient experienced peritonitis. It was not reported whether a peritoneal effluent culture was done. On an unknown date in (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment information was not reported. On an unknown date in (B)(6) 2012, the patient was discharged. At the time of this report, the patient had recovered from peritonitis. Dianeal therapy was ongoing. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and the cause of the peritonitis was no device malfunction or use error identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). The following follow up information was obtained on (B)(6) 2012 from the peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the diagnosis of peritonitis. The start date of the peritonitis was unknown. The patient was admitted to the hospital on (B)(6) 2012. On an unknown date, a peritoneal effluent culture was performed and the results were (B)(6). The patient was treated with vancomycin (dose and frequency unknown). The patient was discharged from the hospital on (B)(6) 2012. The patient was recovering and pd therapy was ongoing. The pdrn stated the cause of the peritonitis or breach in aseptic technique was unknown and was not related to the homechoice device, disposables, or dianeal therapy. A batch review was conducted on potentially associated lot numbers h12a30134, h12b04012, and h11l10051 with no exceptions or defects observed related to the reported condition. Should additional information become available, a follow up MDR will be submitted.